Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at thistime. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced with an epicardial lead due to diaphragmatic stimulation. There were no other adverse patient side effects reported. Should additional information become available, this event will be updated.